Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Approx 2 brushes have lost their heads, 1 in the mouth, 1 not [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 15-nov-2016 that he/she had an oral-b rechargeable toothbrush, version unknown, and already 2 oral-b power oral care refills cross action had lost their heads, one in the mouth, one not. The consumer stated that fortunately he/she did not get hurt. This was not the first time the consumer had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
On 13-jan-2017 product investigation results: reporter returned one toothbrush head on 13-dec-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Two brushes have lost their heads, 1 in the mouth, 1 not [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she had an oral-b rechargeable toothbrush, version unknown, and already 2 oral-b power oral care refills cross action had lost their heads, one in the mouth, one not. The consumer stated that fortunately he/she did not get hurt. This was not the first time the consumer had used these particular brush heads. No symptoms developed.